Manufacturer narrative:
The device is reported to not be available for evaluation. E1 - (B)(6).

Event description:
The event involved a secondary set, 15 micron filter in sight chamber, secure lock, 86 cm where the customer reported that the device was was attached to oxaliplatin, and there appeared to be chemo leaking from the white roller clamp. The set was disposed of as per local policy due to leaking chemo. There was no harm or exposure to patient or staff. The secondary line was attached to the primary cassette at the time of the leak and was apparently still leaking once the clamp was fully closed. The patient was connected to the to a line. The status of the product at the time of event was during use/priming. There were no holes, cut, tears or any defect noted. There was a chemo spill which was cleaned up per facility protocol and a spill kit and personal protection equipment was used. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of 'chemo leaking from where the white roller clamp is' could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.